Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into moderately dense tissue, during the second sample attempt the device was difficult to remove from the biopsy site as it had not fully cut the tissue sample. The device was removed by tearing the tissue. There was no additional bleeding and no intervention was made. Another device was used to complete the procedure with the same coaxial needle. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection:the sample was returned used. Both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device multiple times into a test material with each trigger. The device was able to prime and fire properly. All samples were obtained with no issues. Conclusion:the investigation is inconclusive for difficult to remove, as the reported conditions of use could not be fully recreated. However, under laboratory conditions, the device worked properly, and the reported problem could not be replicated. Per the reported event details, it was noted that the breast tissue was dense. Therefore, it is possible that patient factors contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: precautions:never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. See figure 3. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site. Prepare site as required. Verify instrument is energized. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.